Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during the endoscopic assisted radical resection of colon cancer surgery, when severing the colon and jejunum tissue, after fired, noted 5-6 staples were on the tissue but not in the tissue. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.